Event description:
It was reported that the pt underwent a surgical procedure on (B)(6) 2006 and a sling and bs polyform mesh were implanted. The pt experienced pain, erosion of internal bodily tissue and other injuries and has undergone add'l surgeries and revisionary procedure. No add'l info is provided at this time.

Manufacturer narrative:
(B)(4). Conclusion - no conclusion can be drawn at this time. Should add'l info be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
In addition, a review of the batch mfg records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It was reported that the pt underwent a gynecological procedure and mesh was implanted concurrently with rectocele and cystocele; due to sul. It was reported that the pt underwent mesh excision on (B)(6) 2012 due to erosion.